Manufacturer narrative:
The company service representative examined the system and replaced the power supply. The power supply will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4).

Event description:
Adverse event(s): "surgeon decided to discontinue surgery" (no code available). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed when the surgeon was about to do ccc (continuous circular capsulorhexis). The system was rebooted several times but the system message would not clear. The surgeon decided to discontinue surgery. The viscoelastic was aspirated with a syringe and the incision was closed. The system functioned well for the previous 12 cases. This was the 13th case of the day. It was the first use of the consumable. Additional information received stated the patient was re-operated on (B)(6) 2010.